Event description:
The customer reported the device is not working. The ac power module did not charge the battery. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the device is not working. The ac power module did not charge the battery. There was no reported pt involvement. The customer tested the device with a spare ac power module and the device worked fine. The customer will order a new ac power module to resolve the issue. We will consider this a malfunction of the ac power module where the module did not charge the battery.